Manufacturer narrative:
(B)(4). It was reported that the sensor was inserted at their arm. It should be noted that the dexcom g4® platinum (pediatric) continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than in the belly or the upper buttocks.

Event description:
The patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015 patient started a new sensor session and inserted their sensor in their arm. The warm up period started and the receiver powered off. Patient stated they charged the receiver and the same issue reoccurred receiver only stayed on for 10 minutes and then would power down. Therefore patient's receiver ceased to function. No additional event or patient information is available.